Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a segment of the conductor wire dislodged from the distal clevis. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire do not show damage. The complaint regarding a damaged cable was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.